Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for routine follow-up; upon interrogation noise was noted on the right atrial lead. The noise was not reproducible with isometrics, movements and pocket manipulation. All electrical measurements were normal. The patient would be monitored.